Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported both air and oxygen flow tests at 10 liters per minute (lpm) measure 240 liters per minute (lpm) on certifier. There was no patient involvement.

Manufacturer narrative:
Date received by MFR: 07aug2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported issue. The issue was resolved by replacing the flow sensor assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.